Manufacturer narrative:
The field service representative found a loud defective fan in the back of the analyzer, and he replaced it. The system and fluidics were checked. The customer performed qc and all results were within the customer's specified ranges. Based on the data provided a clear root cause could not be identified. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was an allegation of questionable troponin t stat results for 1 patient on a cobas e 411 analyzer. At 4:21 am, the first sample produced the initial result was 0.010 ng/ml with a data flag. The initial result was reported outside of the laboratory. The result did not match the clinical status of the patient, therefore another sample from the patient was tested on a different analyzer (from another manufacturer). The repeated result (from a second sample) was 86.70 ng/l (0.0867 ng/ml). The repeated result was believed to be correct. At 5:53 am, a third sample from the patient was tested and the result was 0.010 ng/ml. At 7:21 am a fourth sample from the patient produced a result of 87.70 ng/l at another laboratory. On (B)(6) 2022 at 3:40 am the fifth sample produced a result of 0.010 ng/ml with a data flag. On (B)(6) 2022 at 3:41 am the sixth sample produced a result of 0.010 ng/ml with a data flag. The reagent lot number is 574991. The expiration date was not provided.